Event description:
It was reported that a detachment occurred. The patient presented with chest pain. The target lesion was located in the middle left circumflex artery. A 2.50 mm x 15 mm emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon sheared off the wire shaft. The device was removed and the procedure was completed with a different device. No patient complications were reported.